Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this is presumably due to the use of a high-frequency instrument without sufficient distance from the tip. Events 3,7 can be detected and prevented according to the following instruction for use (IFU) 3.3 endoscope inspection. 4.3 using endo-therapy accessories: was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. Does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that the event 3,7 are detectable and preventable by following the IFU, no revision necessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the burning of the tip body and the tip cover. There was no patient involvement.